Manufacturer narrative:
The insulin pump had no button error alarm. The insulin pump had no button response due to corroded keypad traces. The displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests were all unable to be performed due to no button response. The device had no damage on the case. There was no moisture damage on the electronics assembly or on the motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and low blood glucose levels. Customer's blood glucose level was over 27 mg/dl. Customer treated their low blood glucose with food. Troubleshooting for button error alarm was performed. Customer stated the button error alarm occurred right after the pump was exposed to moisture. Customer advised they hiked up a mountain while it rained. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.